Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported issue was confirmed as the technician found the device failed to detect ac connection, even when a known good cable was used. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be a defective ui board. The ui board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation, the ac adapter port not being functional was not reproduced. The unit was able to be powered on using the hub power port option. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be ui pcba board. The power ports on the ui pcba board were tested with a known good power wiring harness, device will not power on during testing. The ui pcba board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of ac disconnected during testing in the biomed service department. There was no patient involvement. No additional information is available.